Manufacturer narrative:
E1: initial reporter facility name- tokai (B)(6) hospital. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal lid does not close. The following information was received by the initial reporter with the verbatim: lid does not close properly. They are using a special cart.